Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation adn nay follow up information will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender presented for PICC placement procedure of the arm. During the procedure, when the treating physician was withdrawing the guidewire from the PICC, the guidewire became stuck inside of the PICC, causing the distal end of the PICC to fracture. The fractured piece of the PICC remained caught on the guidewire. The guidewire and PICC were set aside and a new of the same devices were used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device has been returned to the manufacturer for evaluation.